Event description:
It was reported that when using the bd pyxis¿ medbank mini, the rxverify was not working. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user verification was not working which required a validation code when trying to pull medication. A technical support specialist (tss) checked the medbank myqlink and found that the patient profile was correct, but the item identification was different than what was stocked and updated for case closure. The system functioned as intended after the technical support specialist inspected the device.